Event description:
It was reported that the holster rear rotation knob would not align with the probe. There was no pt consequence reported. The customer was able to complete the case using the front thumbwheel. The device was returned for service and repair.

Manufacturer narrative:
Eval summary: the analysis results found that the holster's rear rotation knob does not turn the probe because, the coiled pin was sheared, port shaft was bent and the manual spade assembly pin was bent. The pcb board and encoder also would not calibrate properly. The shroud had a warped spot on it. The tie strap and e-clip were damaged during disassembly. The site replaced the damaged parts, the device was functionally tested and found to operate properly. No conclusion could be reached as to what could have caused this incident.